Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer report could not be duplicated during functional evaluation. The device underwent stress testing with no faults identified. The device passed calibration and system level testing. An internal inspection identified the flow screens were dirty and were replaced as a precaution. The device will be recertified and returned to teh customer. No emerging trend based on similar reports

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device experienced a "compressor failure-2001" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.